Event description:
The customer stated that the insulin was submerged in water. The insulin pump was beeping and the display was blank. The insulin pump also had water inside the battery compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor.